Event description:
Guidant (now boston scientific) received information that this device and right ventricular endocardial lead measured shock impedances of greater than 125 ohms. The lead and the device were implanted in march of 2004 and this measurement has been observed during the past two to three months post implant. No shock therapy has been required. This patient did successfully receive anti-tachycardia pacing therapy. This impedance measurement has just recently been reported. It was thought this may be due to a loose setscrew or that the lead was not properly inserted into the header. The measurements were first observed shortly after implantation. An invasive procedure will be done but has not been scheduled yet at this time. No additional information is available at this time. Additional information was received. No information was received regarding the previously intended invasive procedure. Approximately eight and one-half years later, this device was received at the post market quality reliance laboratory without further allegation against the system.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, as received, this device had no telemetry and a memory download could not be performed. Analysis could not confirm nor deny the reported allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, however the device case was slightly swollen. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. No high current was noted during analysis. Impedance measurements were within normal range. A series of electrical tests was also performed, and again, normal device function was observed.